Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Sparks were emitted from the universal power supply (ups) attached to the architect i2000sr, serial number (B)(4). The unit was disconnected from the architect and hospital network. The architect was connected to the hospital network and the controls ran were within range. The ups supplier was contacted to repair the ups. However since the ups was not repairable, the ups was replaced. Tracking and trending did not identify any adverse or non-statistical trend of sparks being emitted from the ups. Labeling was reviewed and found to be adequate. No systemic product deficiency was identified during this product evaluation.

Event description:
Sparks were observed coming from the uninterrupted power supply (ups) attached to an architect i2000sr analyzer. The abbott field service representative on site reconnected the analyzer directly to the power source. There was no injury to personnel reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.